Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead implanted: unknown. (B)(4).

Event description:
It was reported the patient is deceased and died approximately two years seven months post implant of the implantable cardioverter defibrillator (ICD). The patient is reported to have died by an unexplained cause of death. Additional information was requested related to circumstances of death, patient history and no further information is available.